Event description:
It was reported that the patient was in the hospital due to possibly having a small stroke, and the hcp wanted an MRI. When the patient representative checked the patient programmer pp to make sure the patient's ins was turned off for the MRI, they saw a picture of a doctor and an eos message. Pss reviewed that eos indicated that the ins battery was dead, and the therapy was turned off. The patient rep stated that they felt like this ins didn't last as long as the previous ins, even though the settings on the ins were much lower. The patient rep stated that they think the patient got the ins too early, and the ins did not benefit the patient. The patient¿s rep stated that the patient still has many symptoms, including very light tremors, walking/shuffling, and balance, that the dbs didn't seem to help. The patient rep stated that they felt like the dbs hadn¿t been benefiting the patient for a long time; whether the therapy was turned all the way down or turned all the way up, it never made any difference. Pss redirected the patient rep to hcp to follow up. Further information was received from an allied health professional that the patient claimed the stimulators had been dead for years. The caller indicated that they weren't sure about the status of the devices because the patient had a scan in the past, and the patient also reported that they could turn the ins on and off. Additional information received from the managing healthcare provider (hcp) on (B)(6) 2023 reported that the patient was last seen by them six months ago. Hence, they had no other information related to the possibility of them having a stroke. The hcp noted at the patient¿s last visit on (B)(6) 2022, the left battery was at 2.81v, and the right was at 2.78v; thus, they weren¿t dead for years. No other actions were taken at this time as the hcp requested their staff to contact the patient for further follow-up.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.